Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the received impactor was found to be broken from the middle and damaged & deformed at the proximal part. The random breakage line at the middle indicates towards application of a sudden impact. The rest of the damaged part all indicated towards high impact forces being applied on the impactor. It cannot be excluded that normal material wear also contributed to the failure over the years of usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of the impactor happened due to intense hammering during use. The operative technique guide states: ¿note: use gentle hammering only ¿ otherwise the impactor may be destroyed.¿ if any further information is provided, the complaint report will be updated.

Event description:
The customer reported that black plastic part of the plate impactor assembly broke during use. Another tray was opened to complete the case. There were no delays to surgery.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that black plastic part of the plate impactor assembly broke during use. Another tray was opened to complete the case. There were no delays to surgery.